Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. Visual inspection noted the device docking button diameter is within specification of manufacturing tolerance, additionally, stretched helix was noted. The helix elongation is consistent with having occurred during the procedure. Further analysis performed found no anomaly. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's leadless pacemaker had dislodged post-implant procedure. The device was retrieved and successfully replaced. The patient condition was stable throughout.

Manufacturer narrative:
Further information was requested, but not received yet.